Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due diabetes ketoacidosis and high blood glucose of 360mg/dl. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and battery alarms. The caller stated that the drive support cap appears normal. Assisted the caller to run a manual prime and the insulin did exit. The high pressure test was performed and passed. No further information was provided.